Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, the male adapter of an unspecified device was connected to the removable clave port of the extension tubing set. After an unspecified length of time, the customer contact reported "the clave is plugging up and not allowing flow". No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and therapy was resumed.